Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, alopecia ("hair loss"), fatigue ("extreme fatigue"), arthralgia ("joint aches"), abdominal distension ("bloating"), depression ("depression"), weight increased ("weight gain"), headache ("headaches") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, alopecia, fatigue, arthralgia, abdominal distension, depression, weight increased, headache and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, depression, fatigue, headache, pain and weight increased to be related to essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and eczema. Race : non- hispanic. Concurrent conditions included allergy, rash, dizziness, dyspnoea exertional, abdominal pain, vaginal bleeding, swelling nos and anaphylaxis. Concomitant products included cetirizine hydrochloride, diphenhydramine hydrochloride, fexofenadine hydrochloride (allegra), prednisone and quinolones. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash generalised, 11 months after insertion of essure. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes or skin conditions type:rash on scalp.") And vulvovaginal rash ("rashes or skin conditions type: vaginal rash"). In (B)(6) 2017, the patient experienced fatigue ("extreme fatigue"), arthralgia ("joint aches, hip pain") and pain in extremity ("leg pain"). In (B)(6)2017, the patient experienced alopecia ("hair loss"), headache ("headaches") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition:depression") and mood swings ("psychological or psychiatric problems condition: mood swings"). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic pain ("pain"), self esteem decreased ("psychological or psychiatric problems condition:low self esteem"), vulvovaginal pruritus ("vaginal itching"), skin irritation ("scalp irritation"), skin exfoliation ("flaking scalp") and lethargy ("lethargy"). The patient was treated with surgery (single site robotic-assisted transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals, arthralgia, abdominal distension, pelvic pain, dyspareunia, migraine, mood swings, rash, vulvovaginal rash and pain in extremity outcome was unknown, the alopecia, fatigue, depression, weight increased, headache, self esteem decreased, skin irritation, skin exfoliation and lethargy had resolved and the vulvovaginal pruritus was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, depression, dyspareunia, fatigue, headache, lethargy, migraine, mood swings, pain in extremity, pelvic pain, rash, self esteem decreased, skin exfoliation, skin irritation, vulvovaginal pruritus, vulvovaginal rash and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on 16-jan-2018: bilateral appropriate positioned essure devices. There is no evidence of free spillage consistent with the fallopian tubes being occluded. Total bilateral occlusion. Pathology test - on (B)(6)2018: corpus uteri: secretory endometrium bilateral paratubal cysts metal wire in lumen of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received event " dyspareunia (painful sexual intercourse),migraines., mood swings, low self esteem, rash all over body including eyes, scalp, vagina, leg pain, vaginal itching, scalp irritation, flaking, lethargy" were added. Outcome of event " vaginal itching" was updated as recovering. And scalp irritation, flaking, lethargy, hair loss, headaches, fatigue, depression, low self esteem, weight gain" were updated as recovered. Patient, reporter and product information were added. Concomitant medication and medical history were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash generalised, alopecia ("hair loss"), fatigue ("extreme fatigue"), arthralgia ("joint aches"), abdominal distension ("bloating"), depression ("depression"), weight increased ("weight gain"), headache ("headaches") and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, alopecia, fatigue, arthralgia, abdominal distension, depression, weight increased, headache and pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, depression, fatigue, headache, pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.